Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium and co2 results generated on the alinity c processing module for one patient. The following results were provided: (B)(6) 2026 sid (B)(6) 72 year old male patient: initial sodium result (ac05199) = 105.25 mmol/l, repeat result (ac05576) = 111.72 mmol/l, new sample result with sid (B)(6) (ac05495) = 137.41 mmol/l. Initial co2 result (ac05199) = 17.3 meq/l, new sample result with sid (B)(6) (ac05495) = 22.74 meq/l. No impact to patient management was reported.